Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch:7076629.

Event description:
It was reported that the patient had an infection in the pocket and midline incisions. Symptom of weeping is noted. The infection was not procedure related and caused was unknown. The physician suspected that the infection was due to poor wound care. Antibiotics were prescribed. The patient underwent an explant procedure. All explanted device components were discarded.

Event description:
It was reported that the patient had an infection in the pocket and midline incisions. Symptom of weeping is noted. The infection was not procedure related and caused was unknown. The physician suspected that the infection was due to poor wound care. Antibiotics were prescribed. The patient underwent an explant procedure. All explanted device components were discarded. Additional information was received that the patient was doing well postoperatively.